Event description:
It was reported that the patient was not getting therapy or stimulation. The patient's neurostimulator was eight years old and was depleted. It was noted that the patient wasn't getting therapy even before the battery depleted, and the caller stated that it was known that one electrode of the lead was broken. The other three were intact, but they were unable to program the lead to provide therapy. It appeared that the only option was entire system replacement. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).